Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother, (B)(6) called to report a hospitalization due to low blood glucose. Customer's blood glucose reading is 44 mg/dl. Customer treated with food. Caller stated that customer has been experiencing low blood glucose readings for two weeks. Caller stated customer has been waking with low blood glucose. During troubleshooting, discovered that the time on the insulin pump was incorrect. Nothing further reported.